Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 they received an error message on their receiver. The receiver then shut off. The issue was resolved by the end of the contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.